Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged and bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone13.1. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl between 36 and 48 hours of wearing the pod. The patient reported the adhesive separated completely from their arm, resulting in the cannula dislodging. Upon removal of the pod, the cannula was found to be bent.

Manufacturer narrative:
The pod was received for evaluation fully deployed with the adhesive pad fully attached. The pod data indicated there was no struggle to deliver insulin. The investigation found no evidence of a bent or kinked cannula. There were no damage or deficiencies observed on the soft cannula that could have contributed to the reported dislodged cannula. The adhesive pad was also evaluated no damage was found with the adhesive pad or its welds that could have contributed to an adhesive failure. The cause of the reported event could not be determined.